Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead implant attempt was unsuccessful as the lead could not capture the his bundle. The lead was removed and no further attempts were made. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.